Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for insulin pump error. Customer's current blood glucose was 191mg/dl at the time of incident. Trouble shooting was performed and found no motor movement or negligible movement alarm customer was unable to clear the alarms or rewind the insulin pump. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. No unexpected pump error 38 alarm noted during testing.